Event description:
Event: (cc# 97-01516) the iab was defective. This was the only info at the time of the report. On 1/19/1998, the following was reported to datascope: the surgeon checked the iab for possible lumen damage or an inner lumen obstruction. The surgeon was unable to pass the balloon over the guidewire. The surgeon may have used too large of a guidewire. No obstruction was observed when flushing the inner lumen with heparinized saline pre-insertion. [Event complications]: unknown - reported 12/15/1997; none - reported 1/19/1998. [Pt's current status]: unknown - rpt'd 12/15/1997.

Manufacturer narrative:
Device label code for f10. Position 1: 1701 device label code for f10. Position 2: 1738 device label code for f10. Position 3: 1738. Summary evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. No kinks were noted in the catheter tubing or inner lumen. Even though a trace amount of blood was noted on the exterior of the iab, no blood was noted within the inner lumen. Visual examination revealed that the original guidewire used with the iab was not returned for evaluation. It was possible to aspirate water and pass a laboratory 0.030" guidewire through the inner lumen without difficulty. Probable cause of difficulty: based on the examination of the balloon's inner lumen, no defect was found in the lumen which would have accounted for the encountered difficulty. It was not possible to verify the reported problem. The inability to advance the guidewire through the inner lumen indicated that the inner lumen and/or guidewire may have kinked within the patient. It is possible that the tip of the iab was within a subintimal space, that the tip lay against the arterial wall occluding the inner lumen, that the iab tip or inner lumen was temporarily occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the reported difficulty. Finally, having the opportunity to examine the original guidewire may have provided some additional insight into the encoutered difficulty.